Event description:
This notification was opened for review because the manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, there was a failure in the proximal flow sensor.